Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not meet expected longevity. The device could not be interrogated and there was no pacing or sensing. At the previous follow-up check nine months prior the estimated longevity was 9.6 years. The device was explanted and will be replaced at a future date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in an integrated circuit. Analysis determined that the no-telemetry/no-output condition was due to a severely depleted battery. The cause of the device failure was consistent with a resistive short in the radio frequency (rf) module. This was demonstrated through thermal emissions, digital test failures, and a confirmed measurement of high current into the nce_scs pin of the rf module. The physical location of the short was not determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.